Manufacturer narrative:
Catheter model 8709sc; serial # (B)(4); implant date: 2011-(B)(6); explant date: na; personal therapy manager model 8835; serial # (B)(4).

Event description:
The patient experienced increased baseline pain. A dye study showed the catheter migrated/dislodged. The catheter was revised on (B)(6) 2011. The pump was delivering morphine.

Event description:
Additional information later received noted that the cause of event was related to sutures that were holding the catheter in place, they tore loose. Patient outcome was noted as no injury.

Event description:
It was later reported that the catheter was out of the intrathecal space. The surgeon put in a new spinal section and anchored it down.

Manufacturer narrative:
.